Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced diabetic ketoacidosis and blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. The customer administered a manual injection and correction bolus via pump to address bg level. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.